Event description:
A malfunction was reported, identified by the code ¿malf 0,¿ but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset instructions, which successfully prevented the malfunction code from recurring. The customer was advised to continue using the pump and to call back if any further issues arise.